Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of MFR report # 1416980-2019-03676. All investigation activities will be captured under MFR report # 1416980-2019-03676.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was observed after removing the bag from the compounder. There was no patient involvement. No additional information is available.